Event description:
The facility representative reported a colleague infusion pump with damage to the liquid crystal display screen . It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface software version is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4) the reported condition of a damaged liquid crystal display screen could not be confirmed as the device was not returned for evaluation. Should the device or additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).